Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the rivet was dislodged from the clevis hole. The pin could be easily removed from the clevis hole when minimal force was applied with a pick. The pin was removed and found with the wall feature from the clevis hole attached below the swage section of the pin. Axial loading exceeding the material strength of the clevis is the likely caused of the pin wall feature breaking. Failure analysis concluded that the damage was likely due to mishandling at the distal end securing and aligning the grips can be easily popped off. The internal damage to the proximal clevis caused loose play of the rivet. There were no missing pieces. Additional observation note reported was main tube was broken at the roll gear interface. The internal damage was causing the main tube to be dislodged. The damage was likely due to excessive side loading. No other damage was found.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the screw that holds the grasper on at the wrist (end) had become loose. The screw had popped out slightly and was unable to remove from port for a while. Eventually got it out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.